Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: the investigation revealed there was no physical damage found on the keypad but all the buttons were unresponsive to user presses. The keypad cover was removed and there were no intermittent conditions observed under the button contacts. The pump was opened and there was moisture observed on the keypad flex connector and in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.